Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration] it was confirmed the followings; -it was confirmed that the metal part was sticking out from the bending section from the report of olympus europe se & co. Kg (oekg). -on the report of oekg, in addition to the reported phenomenon, it was confirmed that the bending rubber was damaged, and an air leak was occurred from the bending part. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. From the above, it was possible that the metal sticking out was caused by the same cause as the damaged bending rubber, but it was not possible to determine whether the metal protruding out was due to stress, handling, or other factors. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to the service department of oekg but has not been returned to omsc. The service department of oekg checked the subject device for evaluation. It confirmed that the metal part of the bending section of the subject device was punctured and exposed. It was found that its part of bending tube of the subject device was burned. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus europe (B)(6) (oekg), that it was found the metal part of the bending section of the subject device was punctured and exposed from its bending rubber. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.